Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a small rash just above the back right therapy electrode. The patient reported that the rash was painful. The patient went to the hospital due to the irritation, and they advised to apply ointment to the irritation. Follow-up indicated that the irritation has gotten better with the use of the ointment.